Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5214176) was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. The customer complaint could not be confirmed with the returned transmitter; however, a review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. The sensor was inserted into the arm on (B)(6) 2017. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. Patient's mother reports values 30 - 100 points off. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.